Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the company representative reported that the ins was in overdischarged and the recharging issue resolved following revision surgery.

Manufacturer narrative:
(B)(4).

Event description:
A company representative reported that the implantable nuerostimulator (ins) was too deep in the pocket. They could read the ins with physician programmer and read it as discharged. It was indicated that the implantable nuerostimulator recharger (insr) could not charge the ins. No patient symptoms or harm were reported. The patient had revision scheduled on (B)(6) 2015. The indication for use for this patient was movement disorders.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reiterating that when they first put the rechargeable ins they put it too deep and ins fell down deeper. Patient said the ins was only in for about a month, she could not get it to recharge because it was too deep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had and issue with their rechargeable battery because it was implanted too deep and they were having a hard time charging because of it. A rep met with the patient at the doctors office to for that and helped resolve it. The device was changed out on (B)(6) 2019 for a primary cell device.